Event description:
It as reported during remote follow up that the right ventricular lead exhibited high pacing impedance. The lead will continue to be monitored. The patient was stable and asymptomatic.